Event description:
This case was reported by a consumer and described the occurrence of gum swelling in a (B)(6) female pt who received super poligrip denture adhesive powder (formulation # (B)(4)), and super poligrip original denture adhesive cream (formulation # (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip denture adhesive powder and super poligrip original denture adhesive cream. At an unk time after starting super poligrip, the pt experienced gum swelling, gingival bleeding, wheezing and had an asthmatic attack. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Super poligrip is mfg in (B)(4), and neither the products nor lot numbers for these products are available. (B)(4).